Event description:
A peritoneal dialysis (pd) patient contact contacted (B)(6) customer support to report to rn (registered nurse) about a year ago, the paper tape breaks her out. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).